Event description:
The customer reported to olympus, the oes bronchofiberscope had compromised image (blur/abnormal color tone/partial loss of image). It is unknow when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; deterioration (bending manipulation and insertion tube defects). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deformation of the plug unit. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: image guide bundles has significant breakages, adhesive on bending section cover has a chip, due to wear of angle wire, bending angle in up direction does not meet the standard value, an abnormal sound is made due to damage on angulation lever, because channel tube is crushed, the tube cleaning brush cannot be inserted, control unit is sticky due to water leakage, up/down angulation lever plate is sticky, up/down angulation lever plate has discoloration, venting connector of light guide connector is loose and connecting tube has a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, coating of insertion tube peeled off was likely caused due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.